Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed gas supply test during pre-use check. The air gas module was found defective and was replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The replaced air gas module will not be returned for investigation as it was discarded by the customer, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the air gas module was defective. There was no patient harm. Manufacturer's ref #: (B)(4).